Event description:
This event was captured based on literature review of the article: intravascular ultrasound predictors for edge restenosis after newer generation drug-eluting stent implantation.it was reported that a total of 820 patients underwent newer generation drug-eluting stent placement (505 were xience / promus) between january 2008 to august 2010, with 9 months of angiographic surveillance. The post-stenting angiographic and intravascular ultrasound images of 1,668 reference segments were analyzed. Clinical outcomes were as follows:3.4 % in-stent restenosis (everolimus stents),5.6 % total lesion revascularization (tlr),0.7 % myocardial infarction,0.4 % stent thrombosis,0.7 % death,1.0 % proximal edge dissection,1.8 % distal edge dissection.no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2008. Date of implant estimated as (B)(6) 2008. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The rx promus referenced is being filed under a separate medwatch report. The additional adverse patient effects referenced are being filed under a separate medwatch report#. Attachment: intravascular ultrasound predictors for edge restenosis after newer generation drug-eluting stent implantation.